Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver confirmed a hardware error code. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Consumer contacted dexcom to report a hardware error on the receiver. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of the returned device and review of the data log file confirmed the reported hardware error code failure.